Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient ((B)(6)) is experiencing tethering of the suboccipital lead (off-label). In addition, the most distal contact of the device can be felt under the skin. Despite these issues, the patient is reportedly receiving effective stimulation coverage. An x-ray has been ordered for further interrogation, and a topical ointment has been issued to the patient for use.